Event description:
Customer called on (B)(6) 2011 stating that when they switched to ggt lot m103353 on (B)(6) 2011 for a unicel dxc 800 synchron system, their qc shifted high. Customer ran a patient study and the patient results shifted high as well. Customer had received a new lot m105340 and their qc runs were acceptable again. Customer reported that they will use lot m105340 for running patient samples. Erroneous patient results generated during the study was not reported out of the lab.

Manufacturer narrative:
(B)(4).